Event description:
Technical services received a call on 01/10/2013 from sales rep. The lead was implanted on (B)(6) 2012. Rep noted pt was only 33% l v paced. Rep noted that as to l vs is very short like 40ms. Ap to lvs is about 90ms which is also too short to be real. Tried all lv sense configurations and still appear to be picking up the atrium and inhibit pacing unless go to really short av delay. No adverse patient effects or symptoms from decrease in lv pacing. At implant the lv threshold was 0.4v and today 1.6v so most likely the lv lead pulled back but the dr does not necessarily want to be invasive but wants to increase l v pacing as he is still ok with the lv pacing. The procedure took place at (B)(6) cardiology. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).